Event description:
A caller reported encountering cgm error 42 and experienced the issue multiple times on the same pump. There was no adverse impact on the customer's blood glucose level. Customer support provided instructions for a pump reset, and after the reset, the error did not reoccur. Customer support decided to replace the pump, confirmed the shipping address, and instructed the caller to return the problematic pump using a pre-paid label. The caller was informed to put the pump into storage mode before returning it. The customer agreed to continue using the current pump as backup therapy.